Event description:
Saw blade broke while in use. Two teeth of the blade and the piece that fits into the saw housing were missing. The two saw teeth were retrieved from the operative site. However, the other piece was not retrieved. An x-ray was performed to rule out if the third piece was still in the operative site. The x-ray was read and it was confirmed that the missing piece did not remain in the surgical site.